Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/05/2016 with the following findings: a review of the pump¿s black box showed ca 064 call service alarm with high force occurred due to an occlusion. The pump rewind, load, and prime steps were performed successfully and the pump was exercised pump for 24 hours with no call service alarms emitted. The complaint of a cs 064 call service alarm issue was shown in the pump history but was not duplicated during testing. Unrelated to the complaint, investigation revealed a crack in the battery compartment. The audio bolus button was torn/punctured; however, the audio bolus button responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).